Manufacturer narrative:
When analysis is complete, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Cuts were observed in the lead's insulation, which likely occurred during the explant procedure. The lead was then subject to resistance testing and passed, verifying the lead's electrical performance was intact. The lead did not pass hipot testing which tests the inner insulation of the lead. No further testing was performed. Laboratory testing was unable to confirm the clinical observations that the lead dislodged.

Event description:
Boston scientific received information that this right ventricular lead dislodged one week post implant. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this event would be updated as necessary.

Event description:
The lead was returned for analysis.